Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise episodes were noted. Reprogramming was performed. The patient will continue be monitored with routine follow-ups. No clinical symptoms were reported.